Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. It should be noted that the nc trek instruction for use (IFU) states: the nc trek rx coronary dilatation catheters are indicated for: balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion, balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction, or balloon dilatation of a stent after implantation (balloon models 2.00 mm-5.00 mm only). Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a superficial femoral artery. A non-abbott stent was implanted in the lesion. A peripheral balloon was not available so a 5.0 x 15 mm nc trek balloon was used for post-dilatation. The balloon was inflated and removed. Once out of the anatomy it was observed that the balloon and inner member were not on the shaft. Under angiography it was revealed that the balloon was still inflated inside the stent. Attempts were made to retrieve the balloon with snare devices; however, it could not be removed and the patient was sent to surgery and a cutdown was made to remove the balloon. The surgery was successful and the patient was discharged from the hospital on 8/8/14. There was a clinically significant delay in the procedure due to attempting to snare the balloon. No additional information was provided.